Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to device lid will not stay shut, device is leaking water, eye irritation. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.